Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) /2025. On (B)(6) 2025, around 3 am, the patient woke up not feeling well. Her cgm was reading 147 mg/dl, while her bg meter was reading 345 mg/dl. She also had large ketones. The patient's cgm device was calibrated, and she self-treated with insulin and by drinking water. Around 4 am, the patient started having trouble breathing, prompting her to go to the emergency room (ER). At the ER, blood was drawn, and her ketones were tested. Ketones were present, but her other blood work was "fine". The patient was treated with an unspecified IV. After treatment, her cgm was reading 329 mg/dl, and her bg meter was reading 229 mg/dl. The patient was sent home later the same day and was advised to change all her sites (pump and sensor) and to return to the ER if her condition did not improve or worsen. At the time of the report, the patient was sleeping at home and "feeling better." Of note, the patient was wearing a tandem insulin pump. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid around 3 am. The reported glucose values fall within the b zone of the parkes error grid after ketones were checked in the ER. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.